Event description:
The hospital put a 34 cc balloon in a patient during an emergency procedure today and the first balloon would not operate, it said sensor failure. The 2nd balloon the hospital opened worked fine and the patient is doing well. The territory manager has the balloon that was defective here at the hospital. Datasheet reported: iab was in the patient ready for hook up, the doctor handed off the iab lines to hook up to the machine. The autotransfusionist removed the cap off the sensor (orange line) to plug into pump, never touched sensor. The autotransfusionist pulled cap and plugged right in. Went to zero and auto fill. Pump started beeping iab cae on screen and sensor failure. The autotransfusionist proceeded to zero and auto fill again and the pump beeped again iab sensor failure. The autotransfusionist unplugged the orange line sensor cable, didn't touch sensor to try and re-plug iab again then zero and auto fill for the third time; the doctor and the autotransfusionist decided a new iab would be better. The patient died on (B)(6) 2014.

Manufacturer narrative:
Product condition received: the product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. One kink was found on the catheter tubing near y-fitting found to be broken approximately 1.3 cm from the tip of the catheter. Conclusion: the optical fiber was found to be broken, causing the reported alarms. This type of failure can be caused by kinks in the catheter, mishandling of the iab or patient movement during the procedure. When this type of problem occurs with the sensor, the instructions for use indicate to provide an alternate pressure source by connecting a conventional arterial pressure signal (radial artery) or pressure signal to the pump. A review of the device history does not indicate any lot specific issues. (B)(4).